Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lots and confirmed no manufacturing deviation or abnormality. Lot# e-pro 3.0-11424 (erkoloc-pro) was manufactured from 04/27/2020 and was assigned with 2 years expiration. Hardware lot# slcn21941 was manufactured from 10/16/2019 and was assigned with 3 years expiration. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: device was not returned for investigation. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 2.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". Supplier erkodent reviewed the incident details and stated oral adhesions could have contributed to an allergic reaction. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the patient had a possible allergic reaction. The provider notes that the area in question was an intraoral reaction including the lips causing swelling. It was also noted that the patient developed sores around tissue that came in contact with the material. The reaction occurred after a couple days of use (date unknown). The patient states that they abided by recommended cleaning method. The patient stopped using the device, but the conditions worsened.